Manufacturer narrative:
(B)(4). UDI - (B)(4). Concomitant medical products - persona femur cemented posterior stabilized standard 42500605802 lot 63092479, persona natural tibia cemented 42532007102 lot 63066418, cemented persona poly patella 42540000029 lot 62929012 . It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 17 months post initial knee surgery for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.